Event description:
It was reported that collar detachment occurred. The target lesion was located in the calcified right coronary artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the collar connection of the device was fractured. The device was directly removed, and the procedure was completed with another of the same device. No complications were reported, and the patient status following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. The device was visually and microscopically examined. There was blood in the shaft of the device and the collar weld plate was kinked. There were no further damages or irregularities. Product analysis confirmed the reported fracture as the collar weld of the device was kinked.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. E1 initial reporter facility name: (B)(6) university. The device was returned for analysis. The device was visually and microscopically examined. There was blood in the shaft of the device and the collar weld plate was kinked. There were no further damages or irregularities. Product analysis confirmed the reported fracture as the collar weld of the device was kinked.

Event description:
It was reported that collar detachment occurred. The target lesion was located in the calcified right coronary artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the collar connection of the device was fractured. The device was directly removed, and the procedure was completed with another of the same device. No complications were reported, and the patient status following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that collar detachment occurred. The target lesion was located in the calcified right coronary artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the collar connection of the device was fractured. The device was directly removed, and the procedure was completed with another of the same device. No complications were reported, and the patient status following the procedure was stable.